Manufacturer narrative:
The investigation did confirm the problem. The stator was dislodged from the base plate. Therefore, the valve could not be reprogrammed as expected. The serial number of the valve was found and the product code was 82-3114. The valve was examined visually. The examination revealed that the stator was dislodged from the base plate. Therefore, the valve could no longer reprogram and control the flow as expected. The valve was examined under microscope at appropriate magnification and it was dismantled. No observations were made that would explain the dislodged condition of the cam,. It might be that the patient may have fallen or suffered an impact. However, this could not be confirmed. Review of the history device records confirmed that the valve conformed to the specifications when released to stock in march 1998. No corrective action is needed based on the results of the evaluation and based on the fact that the valve was manufactured 9 years ago. Furthermore, changes to the press fit for stator were introduced which improved the fit and also provided a specification for the fit and routine verifications of the fit. In testing, the most current components yielded significantly increased "push-out" forces for the press fit items. This is a highly unusual event. Trends will be monitored for this or similar complaints. At the present time, this complaint is closed.

Event description:
Affiliate reported that the valve was implanted many years ago at the hospital for sick children. The date and details of this original surgery are not available. The patient is now an adult and treated for regular routine reprogramming after an MRI. The valve did not reprogram after many attempts. It appeared stuck at one setting. As a result the valve was explanted.